Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a velocity delivery microcatheter (velocity), and a neuron max 6f 088 long sheath (neuron max). During the procedure, while attempting to advance the red72 through the ophthalmic artery using the velocity and neuron max, the physician experienced resistance. Subsequently, the physician applied forward force on the red72 and kinked the proximal end of the red72 that was outside of the patient. Afterwards, immediate backflow of blood was observed, and it was also noticed that the red72 was broken outside of the patient. It was reported that the broken red72 remained connected by an inner wire. The physician then removed the red72. The procedure was completed using a new red72, the same neuron max, and the same velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.